Event description:
It was reported that (3) devices were used during a lobectomy. It was reported by the affiliate that the (2) tlc75 and (1) tcr75 reload would not staple the tissue. Another instrument was used to complete the case. There was no consequence to the pt. The devices were discarded.